Event description:
Physician performing ktp(potassium titanyl phosphate) vaporization of patient's prostate for one hour until the channel was wide open. Physician made decision to switch to a retroscope to complete removal of obstructing tissue. Physician noted the tip of the laser broke off. Physician located the tip and checked it against the main fiber and everything matched up. Patient tolerated the procedure well and there were no complications. The laser fiber is a single-use item. Unfortunately staff did not retain the laser fiber/broken tip. A rental agency provides this facility with the laserscopes and accessories.